Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 325cc, left catalog number 3502325, serial number (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with saline mentor smooth round moderate plus profile 325cc breast implants and experienced right side cap contracture baker grade IV on the right breast implant. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 04/11/2018, it was reported to mentor that the device history record ( DHR) of lot number 6782281 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).